Event description:
Devuce result was 476 mg/dl. The user went to the hospital and glucose was 114 mg/dl on a hospital meter. User went to the hospital four times in the last week because of high results. Controls were not used. The device was replaced and requested to be returned for evaluation.